Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged soon after the pocket was closed. This lead was removed and a new lead was successfully implanted. To date, no adverse pt effects were reported. Dates were provided by boston scientific.